Manufacturer narrative:
Per the user guide: your t:slim x2 pump detected that the cartridge is empty and all deliveries have stopped. The system will re-notify you every 3 minutes until you change the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that valid low insulin alerts/out of insulin alarm occurred. Customer was aware that the cartridge was empty and did not replace it. Customer¿s blood glucose (bg) was 286 mg/dl and insulin injections were administered. Customer was admitted to the hospital for elevated bg (290 mg/dl) and insulin injections were administered. Elevated bg was resolved with no permanent damage. Customer was released from the hospital the same day. At the time of the report, tandem technical support assisted the customer with filling and loading the cartridge. Pump therapy was resumed.